Event description:
Baxter product surveillance was alerted on 6/20/2006, that during the leaking transfer set event in 2006, the home patient had covered up the leak by hand and continued to perform exchanges instead of clamping off the transfer set and calling the dialysis center immediately as proper procedures dictate. The patient was admitted to the hospital due to peritonitis. An effluent culture taken grew staphylococcus epidermidis. No other relevant tests are known. Antibiotic treatment is unknown. The home patient was discharged from the hospital 16 days later, however was readmitted the next day for peritonitis. It is unclear at this point if this is a new case, or if the patient did not recover fully.

Manufacturer narrative:
Evaluation summary: no device evaluation has occurred for this particular event since it is attributable to poor aseptic technique by a single patient and that patient has been instructed in proper procedures, thus resolving the issue. There are no further measures taken relative to this matter. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.